Event description:
Customer reported on a bravo ph capsule that failed to attach. The delivery handle broke and the springs pop out. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis showed that the atw35 device was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel.

Event description:
It was reported by the affiliate that during an unknown procedure, the cartridge fell into the patient and was removed by the surgeon. After passing the stapler through the trocar, the cartridge fell into the patient, while opening the jaws. The cartridge was removed and another one was used. There were no adverse consequences for the patient. One device will be returned. (B)(4).